Event description:
It was reported to st jude medical that the lead and concomitant implantable cardioverter defibrillator were replaced when decreased defibrillation impedance, decreased energy delivery and intermittent noise were observed. The physician suspected a lead fracture.